Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-jan-25 regarding the patient's implanted infusion pump containing baclofen and sufentanil (doses and concentrations unknown). The indications for use included failed back surgery syndrome and spinal pain. It was reported that the patient was seen due to a pump or catheter issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.